Event description:
It was reported that, "during the surgery, the surgeon reamed the pt acetabuli with the acetabular reamer 51mm. However, there was a gap of about 3mm between the trident acet window trial 50mm and the bottom of the pt acetabuli. After the surgery, our sr measured 23 acetabular reamers (38mm-60mm) with a vernier caliper. As a result, the measured all diameters were smaller (about -2mm) than actual size markings on the acetabular reamers."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.